Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4) is achievable when the ifus are employed.(B)(4): placeholder.

Event description:
Pt with scoliosis underwent t9-ileum spinal correction on (B)(6) 2011. It was discovered pt developed a post op infection. On (B)(6) 2011 pt was treated with antibiotic wash with wound vacuum and during treating pt for infection, it was noted that the s1 screws had pulled out and the transverse bars had detached from the rod. Both s1 screws, transverse bars (qty. 2), locking caps (qty. 22) and rods (qty. 2) were removed. Surgeon re-implanted the same 2 rods and pt was revised to new transverse bars and locking caps. The surgeon re-implanted the same rods and s1 screws were not implanted. This is 20 of 28 reports for this event.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.